Event description:
In an acl reconstruction 8mm x 25mm bilok screws fractured during insertion into femoral tunnel. The screw was removed and procedure repeated. A second screw also fractured in the same mode. There was no obvious explanation for this failure. A different product was used and pt safety was not compromised.